Manufacturer narrative:
The ICD and the two leads were returned for analysis. The returned ICD first underwent a status interrogation. The device status was bos, 37 charge processes had been registered. The memory content of the ICD was analyzed. The analysis of the available iegms from 9 october 2019 showed 10 regularly detected vf episodes in accordance with the programming and the sensed intrinsic signals. Overall, 18 shock therapies had been delivered with maximum shock energy. The iegms also showed partial undersensing, which can be explained by already strongly degenerated intrinsic signals. In a next step, the signal sensing of the ICD was tested, which proved to be inconspicuous. The ICD sensed the supplied signals at full amplitude and free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. There were no indications of a malfunction of the ICD. The returned leads were checked visually, mechanically, and electrically. There were no anomalies that would limit the function of the leads. In a final step, the manufacturing processes of the products were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A standard final electrical test performed for the ICD documented proper device behavior. In summary, there were no indications of a material defect or manufacturing error.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the device itself become available.

Event description:
It was reported that the patient died in the hospital 2 days after the implantation. The patient was intubated and given artificial respiration after arrival of the emergency team. The ECG showed initially a ventricular fibrillation which was unsuccessfully terminated several times by the ICD. External defibrillation was unsuccessful.